Manufacturer narrative:
Correcting section g3 year to 2021 when the we received the initial complaint. Also correcting section h10 for the internal karl storz complaint ID to (B)(4). The previous reportability decision for this event was reversed based on a retrospective review.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that pieces of the device broke off during a procedure. In each case, the pieces were completely retrieved, and the patient was not harmed.